Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance trend on the rv (right ventricular) pacing lead was rising, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance, possible fracture, noise, high rate ventricular episodes and over six hundred sensing integrity counter (sic) counts. The lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) was triggered for elevated sensing integrity counter (sic), noise on a treated ventricular fibrillation (vf) episode, high rate non-sustained episodes and impedance variations. There was also one inappropriate shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was oversensing and loss of capture on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.